Event description:
Diagnostic catheterization revealed a lesion in mid vein graft to diagonal. The physician noted there was heavy thrombus burden. He attempted to pass an export catheter but this would not pass. Direct stenting was then carried out. He noted persistent thrombus up and down the stent. The export catheter was attempted again. This time, it did pass down the vessel and white plaque and thrombus aspirated. A bolus of ic reopro was given. Repeat angiogram showed persistent thrombus. An xtract catheter was used. The catheter passed easily, and 3 or 4 passes across the stent was performed. There was no feeling of the catheter getting caught in the stent. The catheter was removed and again large amounts of thrombus had been aspirated. A repeat angiogram showed persistent thrombus and the physician asked the nurse to flush the xtract for a repeat pass. The nurse stated there was some difficulty flushing the catheter and the physician assisted. At this time, he noticed the end of the catheter with loose braiding. The physician stated he did not realize the clear plastic tip was missing. No further attempts were made and timi 3 was restored. After the case, the physician opened another device for comparison and noticed there was a plastic tip and that it was missing on the first catheter used.